Manufacturer narrative:
The hillrom technician found the sidecom board needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2022. It is unknown if the facility performed any other preventative maintenance on this bed. Based on the visual indication at the nurse¿s station that the nurse call is alarming, we have determined that a nurse call being constantly sent would not be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. In addition, a review of our post market data indicated that there have been no allegations of serious injury or death caused by a nurse call being constantly sent when any button is pressed. Therefore, this does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. No report of serious injury or death. Hillrom does not consider this complaint reportable. The technician replaced the sidecom board to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The repair is still in process. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).